Event description:
Philips received a complaint by the customer on the v60 indicating that during the pre-delivery checking at the sales office, it was observed that there was a failure in the operation of the nav-ring. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the devices nav-ring was unresponsive. The phenomenon occurred when trying to change the settings by entering the setting change screen. The phenomenon recurred. There were no items or values that were arbitrarily adjusted without pressing the button. Operations such as adjusting values, confirming, and canceling were possible on the touch screen. The prescription was never changed arbitrarily without inputting anything. The pse replaced the front bezel in which the navigation ring was originally installed then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed front bezel was returned to the product investigation lab (pil) for evaluation. The pil technician installed the front bezel into a product investigation ventilator to attempt to reproduce the reported issue. Visual inspection of the front bezel revealed no evidence of physical damage or contamination. Functional testing confirmed a failure of the navigation ring located on the top right portion of the front bezel. When connected to the stb during ventilator operation, the navigation ring did not function as expected and failed to provide consistent, linear increases or decreases of numerical setting selections.